Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure via self-examination. As a result, the patient underwent unilateral removal and replacement with a mentor smooth round moderate profile 375cc saline prosthesis on (B)(6) 2018. The patient fully recovered.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 8/1/2018. Device evaluation summary: the device was received at mentor without fluid. Yellow and brown material were found within the gel. White and yellow material were observed on shell surface. The product evaluation team observed a crease on the anterior and extending to posterior aspect. A rent, measuring approximately 0.5 cm, was found on a crease on the posterior aspect. No other anomalies were observed. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. The device history record ( DHR) of lot number 5698953 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. At this point is not possible to determine the origin of the white, yellow and brown material found in the device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) was reviewed on 7/25/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).